Event description:
While utilizing a laparoscopic scissor attached to a disposable laparoscopic monopolar cord, the cord began to smoke and spark where connected with scissor. Cord immediately removed from field and new monopolar cord obtained and used with same laparoscopic scissor without issue. First cord found to have burn mark at hub where it connects to the laparoscopic instrument. No harm noted to pt.